Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available trend curves showed a stable shock impedance of approximately 60 ohms from may 2015 to february 2016. Subsequently the shock impedance demonstrated intermittent increases to greater than 150 ohms until may 2016 as reported in the complaint description. Furthermore the impedance test data of 31st may 2016 showed varying shock impedances between 96 ohms and 122 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that during follow-up a shock impedance with values out of range was detected. No adverse patient side effects were reported.